Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had high blood glucose. Customer¿s blood glucose value was 445 mg/dl and treated with syringes. The infusion set had a bent cannula. The drive support cap appears normal. Customer declined to continue insulin pump troubleshooting. Customer did not allege the pump was under delivering. Insulin pump will not be returned for analysis.